Manufacturer narrative:
(B)(6).h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient's caretaker (non-medical professional) reported that the patient experienced sensor failure during warmup which occurred the day the sensor had been inserted in the abdomen. The patient/caregiver did not notice that the sensor was not working, and the patient had low blood sugar. The patient was sweaty and almost fell out of bed. Paramedics were sent out and paramedics gave the patient a glucose tube and 2 bottles of orange juice. The patient was not brought to the hospital and was fine at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.